Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The photo provided shows coating damage proximal to the 5 band marker, with the damage beginning near the approximate location of the joint (27cm from the distal tip) and splitting proximally. No portion of the coating appears to be missing in the photo. Our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split and peeled exposing the core wire approximately 26.9cm to 32.4cm from the distal end. The straight split lines with a shallow cut in the coating continuing from the split and peeled section was observed under magnification, evidence of potential scoring damage contributing to the failure. No portion of the coating appears to be missing. Photos were exchanged with production leadership and manufacturing engineering on 14aug2024. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and photo provided confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to manufacturing operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. A retraining has been performed for the operator involved in response to this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat calibrated tip wire guide. It was reported that the physician utilized the wire guide to complete cannulation and exchanged the sphincterotome device and felt obvious resistance during exchange. After exchange completed user detected the wire guide tip kinked and with serious coating peeled off [coating damage]. The physician changed to another wire guide to complete the procedure [loss of wire guide access]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.